Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. A guidewire was present inside of the device as received. The guidewire was not able to be removed by hand as it was stuck. The device was able to achieve basket and flower deployment multiple times. The device was put on the x-ray to look for any possible cause for the guidewire issue. The guidewire lumen had a visible damage present. The catheter was dissected to further inspect the guidewire lumen damage and to look for any other abnormalities that could contribute to a stuck guidewire issue. Dissection of the handle confirmed the damage to the guidewire lumen with the metal braiding slightly intact allowing for deployment to basket and flower state. The guide wire lumen itself was further dissected to observe the condition of the damaged lumen where the guidewire itself was believed to be stuck. The guidewire itself could not be easily removed without further damage to the device. The guidewire will remain inside of the returned farawave's guidewire lumen. The cause traced to device design was selected for the guidewire lumen broken inside the distal inner hypotube caused by the mechanical stress of pebax break and delamination, and the collapsed braid.

Event description:
It was reported that during a pulse field ablation (pfa) procedure the farawave pfa catheter was selected for use. After completing preparation outside the body, the guidewire got stuck when attempting to pull it back into the catheter. The catheter was replaced, and the procedure was completed successfully without patient complications. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported that there was no reported difficulty in removing the product from the packaging. However, the product was inspected prior to use, and it appeared that there were no cosmetic problems reported with the product. Additionally, no unusual force was ever required when using the device.

Event description:
It was reported that during a pulse field ablation (pfa) procedure the farawave pfa catheter was selected for use. After completing preparation outside the body, the guidewire got stuck when attempting to pull it back into the catheter. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure the farawave pfa catheter was selected for use. After completing preparation outside the body, the guidewire got stuck when attempting to pull it back into the catheter. The catheter was replaced, and the procedure was completed successfully without patient complications. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported that there was no reported difficulty in removing the product from the packaging. However, the product was inspected prior to use, and it appeared that there were no cosmetic problems reported with the product. Additionally, no unusual force was ever required when using the device.

Manufacturer narrative:
B5: describe event or problem- updated.